Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 04aug2020 b4: (B)(6)2020 the customer stated that the touchscreen was not working on the bottom of the screen.the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the touchscreen was calibrated a few times and was still having issues.the rse provided the customer the part umber for a replacement touchscreen. The customer confirmed via good faith effort on (B)(6)-2020 that the touchscreen was replaced which resolve the issue. The device passed functional test and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.